Event description:
During an in clinic follow up, far field p wave oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed. Technical support was contacted and reviewed the diagnostic images to confirm externalized conductors. No intervention is anticipated. The patient was stable and will continue being monitored.

Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. Further information was requested but not received.